Manufacturer narrative:
The device was not available to return for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after implantation of an iol a scratch was noted on the optic of the device. The lens was removed and replaced with another iol of an unknown model and diopter. Incision enlargements and sutures were required. Additional information was requested, but not yet received.

Manufacturer narrative:
A DHR (device history record) review could not be performed as the lot number of the device was not provided. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the most likely cause of the event is user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction.

Event description:
Additional information was received from surgeon who indicated the lens came out of the injector scratched, which is allegedly, the reason for incision enlargement and sutures.